Event description:
The rptr did back to back (rapid succession) blood glucose tests, using the same finger stick. Rptr's results were 198 and 119 mg/dl. Rptr did not have any symptoms. On followup, rptr stated that rptr inserts the test strip completely, uses correct testing technique and checks for a blue confirmation dot. Rptr cleans meter on a regular basis. No harm was alleged.